Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call button error alarm and blank display on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for button error alarm was performed. Customer advised the buttons were unresponsive and the device was buzzing. Customer declined to troubleshoot for blank display anomaly as it occurred 8 months ago. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No unexpected blank display noted. The insulin pump had normal operating currents. The insulin pump passed self test and off no power test; no unexpected issue off and on anomalies noted. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.